Manufacturer narrative:
The reported event occurred on a cobas s 201 system (serial number: (B)(6)). The investigation determined that the cobas®taqscreen dpx test performed within specifications. No system or hardware issues were identified, as no system flags were generated, and no observable pattern of invalid results was noted on the ad-plate. A review of the reactive hav cycle threshold (CT) values for the super pool and mini pool samples indicated that the results were near the limit of detection (lod), suggesting a viral load below the lod. Results with viral load concentrations near the lod can fluctuate between reactive and non-reactive due to insufficient viral particles for consistent detection. Robust amplification of the hav curve was observed, making non-specific amplification less likely. Contamination associated with workflow at the customer site could not be ruled out as a potential root cause, although it was not suspected. Resolution testing of individual donor samples (pp1) and repeat testing generated non-reactive results, and no discrepant results were observed between the initial resolved pools and repeat pp1 testing. The investigation did not identify any issues with the reagents, and no batch trend or related complaint history was noted for the lot in question. The device remains in use at the customer site.

Event description:
The initial reporter alleged discrepant results between pooled and individual donor samples using the kit s201 cobas t-scrn dpx 96t us assay on the cobas s201 system. The allegation involves a super pool sample (ID (B)(6)) that generated a hepatitis a virus (hav) target cycle threshold (CT) value of 38.2 and a mini pool sample (ID (B)(6)) that generated an hav target CT value of 38.8. Resolution testing of individual donor samples (pp1) generated non-reactive results for all donors. The customer repeated all pp1 samples and again generated non-reactive results. Serology results for the donors were not available.